Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: the device was returned for evaluation and the reported balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined that the reported balloon rupture appears to be due to case circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted that the armada 35 instruction for use (IFU) states: the device is intended for dilatation of lesions in the renal, iliac, femoral, popliteal, tibial and peroneal arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. Based on the reviewed information, there is no indication the issue was caused by or related to the design, manufacture or labeling of the device. The other armada is filed under a separate manufacturing report number.

Event description:
It was reported that 2 armada dilatation catheters successively advanced to the descending aorta lesion without issue. During inflation attempt, both balloons had burst below rated burst pressure. The devices were removed without issue. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.